Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient notifier activated for high hv impedance. The pocket was opened and the set screw was tightened down.